Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report# 3005099803-2009-00264. It was reported that during a polypectomy procedure, the device was unable to cut and bleeding occurred. The location of the polyps is unknown. The captivator polypectomy snare was advanced to the polyp, however, upon attempting to cut the polyp, the device was unable to completely cut the polyps and may have torn a polyp causing more than normal bleeding to occur. A second of the same device was advanced, however, this device was also unable to cut the polyps. The physician placed a hemoclip to successfully control the bleeding. The procedure was completed without further intervention. The patient's status is reported as "stable".